Manufacturer narrative:
Follow-up # 1 ¿ (02/11/2015). The patient¿s meter and test strips have been returned on 1/26/2015 and 2/9/2015, respectively, and evaluated by lifescan product analysis on 1/28/2015 and 2/9/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately erratic. The complaint was classified based on the customer care representative (ccr) documentation. The patient reported on the (B)(6) at midnight the patient inaccurate erratic results of ¿155, 222, and 243 mg/dl¿ performed within 20 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages her diabetes with a combination of diabetic medications (humalog, lantus). The patient confirmed that she did make any changes to her usual diabetes management regimen in response to the alleged product issue the patent alleged taking food and/or drink at midnight the last 3 nights. The patient claims she developed symptoms of ¿sweat, shakes symptoms of hypo¿ 3 hours after the product issue occurred. The patient denied receiving medical treatment due to the product issue. The patient used another device on the (B)(6) at 16.00 and obtained a results of ¿139mg/dl¿ at the time of trouble shooting, the ccr confirmed the subject meter was set to the correct unit of measure. The cca was unable to walk through a retest as the patient did not have test strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.